Manufacturer narrative:
The ge svc rep verified there was no ii output during failure. The rep removed and replaced the ii power supply. He rebooted the unit and set up a new supply. The system is operating as intended.

Event description:
The customer reported that the screen blanks out intermittently. No pt injury was reported.